Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that initial operation was performed and during the procedure, the protruding part of the impactor broke off during liner insertion while following the correct surgical technique. The surgeon did not notice the breakage during the procedure and only became aware of it upon reviewing the postoperative x-ray images. There are currently no plans for reoperation, but if the broken fragment moves within the body, the surgeon will likely perform a reoperation. No additional harm to the patient has been reported at the moment. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 h6: proposed annex g code: mechanical (g04)- impactor the reported event is confirmed through returned product evaluation. Visual examination of the returned product identified the peg on the impactor head has fractured off. Optical images of the device fracture surface exhibited beach marks artifacts in opposite directions progressing towards the center, suggesting that the device possibly fractured due to reversed bending fatigue mode of failure. The product shows signs of repeated use. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.